Manufacturer narrative:
Additional information was received on april 18, 2018. The patient¿s heart rhythm was monitored with the anesthesia machine. Therefore, this complaint has been reassessed as not MDR reportable because the patient's heart rhythm is still visible to the operator, the risk to the patient is low. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a pentaray nav eco and a noise issue occurred. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/02/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a pentaray nav eco and a noise issue occurred. There was a catheter sensor error and there was interference on all electrocardiogram channels on the carto and the recording system. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Additional information was requested; however no further information has been made available. This event is MDR reportable since there is no evidence a signal was available to monitor the patients heart rhythm.